Manufacturer narrative:
The manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the event was procedure rather than device related. The device was not explanted.

Event description:
It was reported to nevro that a patient had experienced a hematoma at the pocket site following an implant procedure. The hematoma was drained. The device was not explanted. There was no report of further complication.